Event description:
Shortly after the initial use of the ace laparoscopic harmonic handpiece, the harmonic box displayed message to replace harmonic scalpel handpiece. The following attempts to trouble shoot the problem failed: 1) a second harmonic cord was brought in and attached to the harmonic scalpel handpiece; 2) the original harmonic box used was turned off and repowered on; 3) a second harmonic box was used with the second harmonic cord. Finally, the harmonic scalpel handpiece was replaced and functioned properly.